Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding . H6: updated investigation conclusions . H6: health effect impact code: f26: no health consequences or impact . H6: medical device component: g04088: membrane . The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 14385608. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 14385608 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. D2: added common device name. D4: added lot#, catalog#, expiration date, di#. G5: updated combo product field, added PMA/510k#. H4: added device manufacture date. H6: updated patient code 1, method code 1, and results code 1. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: medical records: the known medical records span march 26, 2016 through june 12, 2016 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Missing records: records for previous open hernia repair were not provided. On (B)(6) 2016: (B)(6), md. Office notes. Comes in for pre op evaluation for colostomy hernia surgery. Developed a parastomal hernia at colostomy site that is giving him constant pain. Medical history is moderately complicated. Presently stable. History of organ failure secondary to allopurinol chronic; diverticulitis; hypertension, basal cell carcinoma of skin; rectal cancer; parastomal hernia 2016. Surgical history cholecystectomy 1984; appendectomy 1960; carcinoma of rectum 1992. Exam: abdomen, soft nontender, nondistended, bowel sounds present, normal. Impression: rectal cancer, essential hypertension, type 2 diabetes mellitus, chronic fatigue. On (B)(6) 2016: (B)(6), md. Anesthesia record. Weight 82.3 kg (181 lb 7 oz), bmi 26.03. Asa class: 3. Emergent: no. Implant procedure: laparoscopic recurrent parastomal herniorrhaphy with mesh (sugarbaker technique). Implant: gore® dualmesh® plus biomaterial [1dlmcp06/14385608, 18 cm x 2]. Implant date: on (B)(6) 2016 [hospitalized on (B)(6) 2016]. On (B)(6) 2016: (B)(6), md. Operative report. Preoperative diagnosis: recurrent parastomal hernia. Postoperative diagnosis: recurrent parastomal hernia. Anesthesia: general. Assistant: (B)(6). Findings: multiple adhesions to abdominal wall, hernia 8 x 11 cm. Estimated blood loss: 25 ml. Specimen: none. Complications: none. Drains: none. Indications: symptomatic recurrent parastomal hernia status post open repair. Technique: ¿the patient was identified in the preoperative area, all questions were answered, and then the patient was brought to the operating room and placed supine. Sequential compression devices were placed and turned on. After of induction general anesthetic, a timeout was performed and confirmed proper patient, procedure, and administration of antibiotics. The abdomen was prepped and draped in standard fashion. 0.5% marcaine with epinephrine was used to anesthetize the skin around the right upper quadrant. An incision was created, the fascia elevated, and a veress needle placed. The peritoneum was insufflated with approximately 4l co2. The 5 mm 30 degree laparoscope was then introduced. Additional local anesthetic was delivered and two additional (5- and 12-mm) trocars were placed in the right lower quadrant. Visual exploration of the abdomen was performed. The liver, stomach, small bowel, and remaining large bowel appeared normal. There were no obvious inguinal hernias. Adhesions to the previous midline incision and the most inferior portion of the falciform ligament were taken down using blunt and sharp dissection. The adhesiolysis [sic] was lengthy (>1 hr) due to his multiple operations and the fact that it was a redo hernia repair. The hernia was measured to 8 x 11 cm and a 24 x 18 piece of dualmesh was used to cover the hernia with at least 5 cm additional margin in all directions. The descending colon was lateralized lover [sic] the mesh. The mesh was placed within the peritoneum. The mesh was then secured with transfacial 0-prolene sutures in 11 different areas as well as tacks spaced 1 cm apart in a double-crown technique. Hemostasis was confirmed and the bowel inspected. No bowel or other injury was present. The 12 mm trocar incision was closed with a port closing device using 0 ethibond suture and the skin incisions were closed with 4-0 monocryl subcuticular sutures. Steri-strips were applied. The patient was awakened, extubated, and taken to recovery in stable condition. At the end of the operation all sponge, instrument, and needle counts were correct. I was present for the entire case.¿ on (B)(6) 2016: (B)(6) hospital. Implant sticker. Gore® dualmesh® plus biomaterial. Ref: 1dlmcp06. [Illegible]: 14385608. Expires: 2018-08-31. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/ 14385608) was implanted during the procedure. On (B)(6) 2016: (B)(6) hospital. Implant record. Inventory item: mesh gortex dual plus 18 cm x 2. Log360228. Model / cat no: 1dlmcp06. Manufacturer: wl gore and assc. Area: abdomen. Relevant medical information: on (B)(6) 2016: (B)(6), md. Discharge summary. Primary diagnosis: recurrent parastomal hernia without obstruction or gangrene. Admitted from same day surgery for elective repair of recurrent parastomal hernia. Underwent laparoscopic repair of parastomal hernia (found to have a lot of adhesions). Had a short bout of hematuria in foley however it cleared on its own after irrigation. Diet was advanced and tolerated. Was discharged on postoperative day 2. On (B)(6) 2016: (B)(6), md. Emergency room visit. Presents with weakness. Status post hernia repair on (B)(6), history of left-sided colostomy, presented with complaints of weakness, rash. Symptoms increase over the past 2 days, patient¿s knees buckled today, wife lowered him to the ground. Patient and wife note swelling over area of colostomy, which is new. Exam: abdomen normal active bowel sounds, soft, left lower quadrant colostomy, healing laparoscopic scars, no purulent drainage, no rebound or guarding. Ecchymosis over abdomen, erythemous rash to upper chest, left arm, blanches, non pruritic. Impression: abdominal pain; urinary tract infection. Plan: antibiotics; surgery evaluation. On (B)(6) 2016: (B)(6), md. History and physical. History kidney stones, hepatitis, hypertension, pacemaker, colon cancer status post resent parastomal hernia repair, presents to emergency department with weakness. Today was feeling very weak and his knees gave out and his wife helped him to the floor. Since surgery has been feeling tired off and on, per wife has had some intermittent confusion. Has been eating, stoma has been working. No nausea and vomiting, last night had chills. No recorded temps. Having some intermittent abdominal pain but has been taking tramadol for good pain control since surgery. Wife states noticed rash 2 days ago as well as increase in swelling from area around stoma. Has been having difficulty urinating. Weight 185 lbs., bmi 27.31. Exam: abdomen bowel sounds present, soft, stoma with central area of darkening, remainder pink, stool coming through stoma, edema of parastomal area with mild tenderness to palpation, some warmth appreciated. Skin, ecchymosis surrounding lower abdomen near incision sites, incision clean, dry, intact, no active drainage, erythematous, urticarial pattern on arm and spanning abdomen, blanchable at some areas. Impression: exam with possible seroma, possible urticarial rash. Wbc 14.2, creatinine elevated to 1.6. Afebrile, vital signs stable. Plan: admit; broad spectrum antibiotics; general diet for now; acute pain control; stoma care; consider imaging. On (B)(6) 2016: (B)(6), md. Radiology-CT abdomen/pelvis. Indication: abdominal pain. Findings: there is moderate to large amount of pneumoperitoneum. There are postoperative changes in the abdominal wall, new since the previous examination. On the prior exam, there was a parastomal hernia. This is no longer identified. However, there is a mottled predominantly gas collection in the region of the ostomy. It is uncertain if the colon in this region is intact. There is no evidence of bowel obstruction. Impression: interval abdominal wall surgery with repair of a parastomal hernia since on (B)(6) 2016. Mottled gas collection in the region of the ostomy. The colon in this region is not clearly intact and this mottled gas may represent fecal material. Pneumoperitoneum. This is somewhat in excess of that expected. On (B)(6) 2016: (B)(6), md. Consultation. Infectious disease. One week ago had revision of his parastomal hernia, now presents with chills and increasing abdominal pain, as well as increasing fatigue. Abdomen is tense, tender to palpation, and has some ecchymoses. Minimal ostomy output. Plan to take him back to the operating room today. Impression: stool leak status post parastomal hernia repair; multiple antibiotic allergies; leukocytosis; colon cancer. Plan: start tigecycline, fluconazole. On (B)(6) 2016: (B)(6), md. Anesthesia record. Weight 83.915 kg (185 lb.), bmi 27.31. Asa class: 4. Emergent: no. Explant preoperative complaints: [unknown]. Explant procedure: 1) incision and drainage of abdominal wall abscess. 2) removal of abdominal wall hernia mesh. 3) descending colectomy with end colostomy and mobilization of splenic flexure. Explant date: on (B)(6) 2016 [hospitalized on (B)(6) 2016]. On (B)(6) 2016: (B)(6), md. Operative report. Preoperative diagnosis: abscess of abdominal wall. Postoperative diagnosis: abscess abdominal wall, ischemic colostomy. Assistant: (B)(6). Estimated blood loss: 200 mls. Drains: foley, nasogastric tube. Specimen: end colostomy and descending colon to pathology. Findings: feculent abscess in abdominal wall, ischemic end colostomy with perforation. Indications: (B)(6) is a 86yo male one week status post laparoscopic hernia repair with mesh. He presented to the ed with mental status changes. CT scan today showed an abdominal wall abscess. Details: ¿the patient was consented and brought to the operating room, laid supine, placed in sequential compression devices, and induced. After successful intubation, the abdomen was prepped and draped in the usual sterile fashion. A timeout was performed. An incision around the stoma was created and the abscess cavity entered. The feculent material was suctioned and then copiously irrigated with pulse lavage. The colostomy was removed at the fascia level and sent to pathology. The previous paramedian incision was entered sharply followed by cautery. The peritoneum was entered. There was cloudy fluid, but no significant contamination. The previously placed dualmesh was removed by removing each individual tack and cutting the transfacial suture. The descending colon was then mobilized but appeared somewhat ischemic and was thus mobilized to the distal transverse colon, including the splenic flexure. The descending colon was removed due to its ischemic appearance. An incision was then made in the left upper quadrant, and the end colostomy brought through. The abdomen was then copiously irrigated with warm saline. The fascia of the paramedian incision and previous colostomy site were closed with interrupted 0-prolene. The transverse colostomy was fashioned with 3-0 vicryl. The wounds were packed with saline-soaked gauze. Hemostasis was confirmed and the abdomen was inspected. No bowel injury was noted. Counts were correct and closing films showed no retained foreign bodies. The patient was taken to pacu extubated in stable condition.¿ relevant medical information: on (B)(6) 2016: (B)(6), md. Pathology. Case: (B)(4). Final diagnosis: a) colon end colostomy: skin and colon showing ulceration, ischemic transmural necrosis and abscess, see comment. B) segment of descending colon: colon showing ischemic focally transmural necrosis with acute serosal inflammatory reaction (peritonitis). Three mesenteric lymph nodes negative for malignancy. On (B)(6) 2016: (B)(6) hospital. Lab. Culture, aerobic / anaerobic. Abdominal wound culture. Result: proteus mirabilis 3+ (moderate). Viridans streptococci are susceptible to penicillin, ampicillin and ceftriaxone. Result: streptococcus bovis group 2+ (few). Escherichia coli 2+ (few). Bacteroides species 2+ (few). On (B)(6) 2016: (B)(6), pt. Physical therapy wound progress notes. Continues to present with multiple incisions to the abdomen, wound beds present with granulation tissue, minimal slough noted at previous stoma site. Output in wound vac 350 ml of serosanguinous drainage in 48 hours. Peri-wound is clean and dry. Impression: continues to benefit from use of negative pressure wound therapy to remove drainage and promote healing in wound beds. Minimal slough noted in base of previous stoma site incision however drainage output is all serosanguinous. On (B)(6) 2016: (B)(6), md. Discharge summary. Discharge to abbington. Admitting diagnosis: generalized abdominal pain; urinary tract infection with hematuria; volume depletion; perforated bowel; chills; leukocytosis; abdominal infection; diarrhea. Discharge diagnosis: infected mesh. Exam: abdomen, soft still distended, but improved. Appropriately tender, no rebound or rigidity. Stoma pink, formed stool in bag. Incisions / drains, wound vac to suction in place. Port sites healing well. Activities: may shower and up ad lib. Activity, weight bearing status: as tolerated. Presented to emergency department with abdominal pain. Admitted for broad spectrum antibiotics as exam concerning for infection. CT scan revealed abscess and infected mesh. Underwent surgery. Post op patient was in intensive care unit for monitoring. Had intermittent confusion which resolved. Bowel function returned, diet was advanced. Wound vac placed on wound. On (B)(6) 2016: (B)(6), md. Radiology-CT abdomen / pelvis. Indication: abdominal pain. Findings: the previously seen anterior abdominal wall mesh is no longer identified. The previously seen left lower quadrant subcutaneous fat collection is no longer identified. Impression: new postsurgical changes. No new fluid collection is identified. Right groin hematoma, slightly decreased in size. Top normal small bowel caliber, possibly representing mild ileus. Small left pleural effusion with adjacent atelectasis or consolidation. On (B)(6) 2016: (B)(6), md. Emergency room visit. Recently had surgery for an abdominal wall abscess per dr. (B)(6) also had a descending colectomy at that time and has a colostomy. On several antibiotics including flagyl, aztreonam, vancomycin. Presents now because of bleeding from the right side of abdominal wound. Exam: abdomen, reveals a large midline vertical open wound ¿ has a colostomy to the left side ¿ and on the right side has a small area of visible bowel with stool and gas and minimal bleeding. Plan: admit. On (B)(6) 2016: (B)(6), md. History and physical. History of hypertension, colon cancer status post colostomy, then recent repair and last week underwent incision and drainage of abdominal wall abscess, removal of abdominal wall mesh, descending colectomy with end colostomy. Was discharged on friday with wound vac. Came back overnight on sunday with complaints of left lower quadrant abdominal pain. This resolved in the emergency department. CT at that time showed possible ileus, but was otherwise uncomplicated. Discharged back to abbington. This morning, nurse was changing wound vac due to leaking and noticed profuse bleeding and some stool in the wound so sent back to emergency department. Stoma has been working. Exam: abdomen soft, ostomy pink and viable ¿ stool in the bag. Ventral wound with slow active bleeding from the superior right portion. Lower right portion of fascial with a fistula through, small area of small bowel exposed ¿ liquid stool leaking out. Area cleaned and packed with wet-to-dry dressing. Impression/plan: admit, wound care, fistulogram tomorrow, IV antibiotics. On (B)(6) 2016: (B)(6), pt. Physical therapy wound evaluation. Presents with dehisced surgical incision along the right side of abdomen that measures approximately 29.5 cm x 12 cm x 5 cm. There is a portion of the incision around 7:00 that presents with exposed bowel that is expressing stool intermittently during wound care session. Multiple exposed sutures present, muscle visible. Impression: incision has increased in size since last seen (on (B)(6) 2016). Discussed with dr. (B)(6) how he desires to manage the effluent drainage from the bowel, however unclear how to best manage this as the surrounding topography isn't level and it is unclear where / how the exposed structures are communicating with the bowel. Currently not appropriate for a wound vac due to fragility of abdominal wall and current dehiscence. On (B)(6) 2016: (B)(6), md. Consultation. Infectious disease consulted regarding antibiotics and drug allergies. Exam: wound showed pooled blood and fistula with stool. Impression: enterocutaneous fistula; wound infection resolved; leukocytosis. Plan: continue vancomycin, aztreonam and flagyl. On (B)(6) 2016: (B)(6), md. Consultation. Malnutrition. Not eating at all. Weight 93.441 kg (206 lb), bmi 29.56. Exam: abdomen post-operative, large wound. Albumin 1.4 l (3.5-5.2). Impression: malnutrition; anemia; hypokalemia. Plan: appropriate for total parenteral nutrition. On (B)(6) 2016: (B)(6), md. Consultation. History of parastomal hernia, for which he underwent repair on (B)(6) 2016. This was complicated by necrosis of the colostomy and an abscess, followed by fascial dehiscence. Now has an open abdomen with enterocutaneous fistula. Exam: there is a large open abdominal wall wound with exposed frozen viscera. There is significant enteric soilage from the inferior portion of the wound. There is some exudate, but no erythema, odor, nor purulence. Impression / plan: open abdomen in the setting of a recent abscess. The abdomen is frozen and evisceration unlikely. Recommend split-thickness skin graft for wound closure and to enable placement of an ostomy appliance over the fistula. I discussed risk of donor morbidity and failure of graft take. I also discussed that this will result in a ventral hernia that may or may not be addressed after he recovers. On (B)(6) 2016: lab. Albumin 1.5 l (3.5-5.2). On (B)(6) 2016: (B)(6) , md. Operative report. Preoperative diagnosis: open wound of abdominal wall, complex with enterocutaneous fistula. Postoperative diagnosis: open wound of abdominal wound, complex with enterocutaneous fistula. Procedures: 1) preparation of abdominal wall wound for skin graft, 250 sq cm. 2) split-thickness skin graft from right thigh to abdominal wound, 250 sq cm. Anesthesia: general. Estimated blood loss: 7 cc. Findings: enterocutaneous fistula and right lower quadrant of wound. No significant necrotic tissue or purulence. Drains: wound vac, red rubber catheter. Complications: none. Indications: mr. (B)(6) is an 86-year-old gentleman, who underwent parastomal hernia repair complicated by necrosis of the ostomy. This manifested an abdominal wall abscess and fascial dehiscence. He now presents with an open, frozen abdomen as well as an enterocutaneous fistula that is consistently contaminating the wound. Dr. (B)(6) asked me to consult to assist in closure of the wound to reduce its metabolic demands, reduce the need for dressing changes, and enable fitting of an ostomy appliance over his fistula. I had a long discussion with mr. (B)(6) and his wife about options for reconstruction. I felt that the wound would heal by itself, however it might take 3 to 6 months. As such, a split-thickness skin graft is warranted to reduce the time to healing. We also discussed the fact no effort will be made to repair the fistula or the incisional hernia. Description of procedure: ¿the patient was taken to the operating room, and general anesthesia was initiated. He was prepped and draped in the usual sterile fashion. 25 ml of 0.25% marcaine with epinephrine was infiltrated into the right anterolateral thigh. A role of pds sutures were removed from the fascia and debridement of the small amount of devitalized fascia was then performed using curettes as well as a 15 blade. Hemostasis was achieved. Th entire wound was then pulse lavaged with 2 l of antibiotic irrigation. Using an air powered dermatome, a 12:1000 of an inch split-thickness skin graft was taken from the right anterolateral thigh. This was meshed 1 to 1.5 and placed into the wound. A hole was made to allow egress of succus from the enterocutaneous fistula. The skin graft was fixed with a combination of staples and 4-0 chromic. An 18-french red rubber catheter was placed into the fistula. Adaptic dressings and a vac were applied around the red rubber catheter. The red rubber catheter was sutured down to the abdominal skin with a 2-0 silk suture. The donor site was dressed with tegaderm's. The patient tolerated the procedures well. He was then awakened, transferred to post anesthesia care unit in satisfactory condition.¿ on (B)(6) 2016: (B)(6), pt. Physical therapy wound evaluation. Presents with large abdominal incision status post skin graft from on (B)(6) 2016. Wound bed presents with skin graft in place, stool noted to be actively flowing from fistula site around red rubber catheter, skin graft stained with stool. Peri-wound is erythematous, irritated. Also presents with an incision on the left lateral aspect of the abdomen from previous stoma site. Impression: large abdominal wound status post skin graft with exposed fistula that is pouring copious amounts of liquid stool. Current challenge is isolating fistula from the rest of the wound bed. Limitations exist with not being able to place any adhesive down in the wound bed in order to keep skin graft intact, also patient is not appropriate for any negative pressure to assist with holding a fistula management system in place. Limited options available at this time. On (B)(6) 2016: (B)(6), pt. Physical therapy wound evaluation. Discussed challenge of isolating fistula with wet to dry dressings, dr. (B)(6) agrees to a wound vac to isolate the fistula. Impression: appropriate for wound vac per conversation with dr. (B)(6), wound vac initiated with a special device created to isolate the fistula from the rest of the wound. Will continue to assess and modify dressing as appropriate. On (B)(6) 2016: (B)(6), pt. Physical therapy wound evaluation. Lower portion of vac noted to be seeping green drainage which was collecting in the abdominal folds. Noted 410 ml of dark brown fluid in canister. Negligible amount of drainage was being suctioned by the wall suction and in the stoma indicating that attempts to isolate fistula had failed. Lime green drainage noted on white foam. There is a region of depression medial to fistula. On (B)(6) 2016: lab. Albumin 1.7 l (3.5-5.2). On (B)(6) 2016: (B)(6), pt. Physical therapy wound evaluation. Noted effluent leaking from inferior portion of the dressing. Wound vac intact and running. Peri-wound irritated, excoriation noted. Impression: presents with challenging situation with dressings to manage the drainage system while trying to promote a clean wound bed. Combination of wound vac and g-suc worked for a while yesterday however increased drainage noted, slight modifications made today by framing the inferior portion of the incision with stoma paste and modifying the red rubber catheter from a closed suction to a sump system to allow the drainage to flow through the dressing. On (B)(6) 2016: (B)(6), md. Radiology-CT abdomen / pelvis. Indication: trying to see where fistula in small bowel. Impression: left pleural effusion with adjacent atelectasis or consolidation. The exact site of fistula to the anterior abdominal wall wounds was not demonstrated on this study. Right inguinal fluid collection/hematoma has decreased in size in the interval. Distended urinary bladder. No other appreciable change. On (B)(6) 2016: (B)(6), pt. Physical therapy wound evaluation. Periwound is responding very nicely to dressings, excoriation has dissipated and skin is clean and dry. Overnight presented with increased effluent drainage in dressing, reinforced by nursing staff. Main abdominal incision measured today, wound has decreased in size (20 cm x 8 cm x 2.5 cm). On (B)(6) 2016: lab. Albumin 1.9 l (3.5-5.2). On (B)(6) 2016: (B)(6), md. Discharge summary. Principal diagnosis: open wound of abdominal wall, with complex enterocutaneous fistula. Treatment rendered: split-thickness skin graft from right thigh to abdominal wound by plastics surgeon. Weight 93.441 kg (206 lb). Exam: abdomen, bowel sounds hypoactive, drain x 1 and wound vac x 2 present, stoma with minimal brownish liquid output. Activities: up ad lib and knee high ted hose. Activity, weight bearing status: as tolerated. On (B)(6) 2016: (B)(6), md. Emergency room visit. Presents with chief complaint of abdominal pain, leaking wound vac. History of colon cancer status post colectomy and stoma since 1990¿s. Multiple complications including ostomy abscess/enterocutaneous fistula / wound graft and recent skin graft. Exam: abdomen: wound vac present right side abdomen. There is green bile-like discharge that is leaking from the inferior aspect. Left ostomy in place without surrounding erythema /warmth. Impression / plan: skin graft placed in right abdomen on (B)(6). Wound vac placed to wall suction and continues to drain. No erythema warmth or induration around the wound vac or ostomy. Observe overnight and have wound care see in morning. On (B)(6) 2016: (B)(6), md. History and physical. History parastomal hernia repair (complicated by necrosis of ostomy leading to abdominal wall abscess and fascial dehiscence with partial thickness graft within past few months), enterocutaneous fistula (wound vac equivalent in place). Has not been getting antibiotics since last discharge and is on total parental nutrition. ¿wound vac¿ has been set to wall suction at rehab and patient has been followed by wound care team there. Was working well until transfer to hospital (hooked up to foley) at which time significant amount of feculent material started leaking from inferior portion of wound. Social history: former smoker, quit date on (B)(6) 1976. Exam: abdomen: soft, slightly distended. Mild lower abdominal tenderness with palpation. Ostomy in place (left abdomen) and functioning- brown soft stool in bag. ¿wound vac device¿ in place- large ostomy bag with 4x4s beneath with firm solidified foam/gel / plaster material inferiorly that appeared to be from a barrier- interruption in middle of this where green bilious drainage appears to be coming from. No erythema or induration. Red rubber in place. This device was connected to foley bag during transport. Impression / plan: leaking wound vac device. Drainage from enterocutaneous fistula. Keep connected to wall suction. Keep skin clean / dry as possible to prevent skin breakdown and irritation. Wound consult tomorrow. On (B)(6) 2016: (B)(6), pt. Physical therapy wound evaluation. Odor, foul. Length 14.5 cm, width 7 cm, depth 3.5 cm. Appearance, granulation (red). Intervention, wound cleansed; saline; dressing applied. Impression: abdominal incision with fistula present presents as a tricky case with difficulty in trying to isolate the fistula from the rest of the abdomen. Attempted to isolate the fistula this session however unable to do so due to increased effluent and inability to secure any dressings around the fistula. Wound itself has decreased significantly in size since last admission, wound bed presents with granulation tissue and stool stained slough. Peri-wound irritated but this is likely due to large effluent draining that was held into the skin. Will benefit from continued drainage management using wall suction to promote a clean environment. On (B)(6) 2016: (B)(6), md. Discharge summary. Primary diagnosis: hematuria; wound leaking. Discharge to: intermediate care facility. Wound vac was leaking, seen by wound care team ¿ cleaned and vac placed to wall suction. Back to (B)(6) family. On (B)(6) 2016: (B)(6) health. Certificate of death. Death at age 86 years. Place of death: hospital: presence (B)(6) hospital. Immediate cause: severe sepsis severe sepsis with multiple organ failure and failure to thrive underlying cause: enterocutaneous fistula and acute tubular necrosis. Manner of death: natural. Autopsy: no. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent hernia repair on an unknown date occurring approximately in 2016, whereby an alleged gore device was implanted. The complaint alleges that on an unknown date in approximately 2016, an additional procedure occurred whereby the alleged gore device was explanted. It was reported the patient alleges the following injuries: mesh removal. Additional event specific information was not provided.